Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., b.6., d.1., d.2., d.4., g.1., g.3., g.5., h.4., h.6.

Event description:
Healthcare professional reported seroma and mass on left side. Device has been explanted. Healthcare professional later reported "increased breast volume," folds, mass, "foreign body-type granulomatous," "old hematoma," and findings "compatible with an inflammatory/ reaction process.¿ it was confirmed that findings for cd30 were negative.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation and overweight. The weight report is reviewed, where it is shown that all the weighed units comply with the specified weight cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported seroma and mass on left side. Device has been explanted. Healthcare professional later reported "increased breast volume," folds, mass, "foreign body-type granulomatous," "old hematoma," and findings "compatible with an inflammatory/ reaction process.¿ it was confirmed that findings for cd30 were negative.

Manufacturer narrative:
The events of lump/nodule and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lump/nodule. These are known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "seroma and retro implant mass" on left side. Device remains implanted.